Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an investigation from a different batch/lot# and video that was sent in with the complaint reported for the crack was likely incorrectly identified as the foam tray gap from the bottom of the chamber. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Patient age default to (B)(6) as no information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Healthcare provider (hcp) used 2 viality units for surgery and both units had cracks in their canisters during the procedure.